Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
The clips did not hold and crossed each other when put in tissues. No clinical consequences.